Manufacturer narrative:
The stent remains implanted and will not be returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions in the left anterior descending (lad) artery and the right coronary artery (rca). Two xience skypoint stents were implanted, without issue in the lad (2.25x38mm, 2.5x28mm), and one stent implanted in the rca (3.5x33mm). The patient was sent to recovery but approximately an hour after the procedure, the patient experienced chest pain and went into cardiac arrest. Cardiopulmonary resuscitation was started and the patient was taken back to the cath lab. At that point, it was noted that the 2.5x28mm xience skypoint stent, implanted in the mid to distal lad was occluded with a timi flow grade of zero. Ballooning was done to try to open the vessel, but everything was stopped due to the low chance of recovery and the patient¿s age and the patient expired. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cardiac arrest, obstruction/occlusion, death / expired, and angina are listed in the xience skypoint instruction for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and their relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.